Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired and will be removed from service.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.